Event description:
Medics were treating a 34 y/o male pt who was in a code situation. They defibrillated the pt at least four times. When the medics attempted to defibrillate the pt at 360j, a "status 90" message appeared on the unit's monitor screen. They attempted to defibrillate the pt at 360j several more times, but the status message continued to appear on the screen. The medics charged the unit until they obtained another defibrillator. The complainant did not indicate any adverse effect on the pt.

Manufacturer narrative:
The initial report categorized this is a product problem (ie. Malfunction), when in fact a patient death was involved. This report is up-dating sections "b1" and "b2" to correctly categorize the incident as an adverse event (ie. Death).